Event description:
It was reported that the bipolar cord sparked and almost caused a fire at the beginning of resection prostate transurethral surgery. There was no injury to the patient or the operator. The cord was changed out and the surgery was completed.

Manufacturer narrative:
The previous reportability decision for this event was reversed based on a retrospective review. The reported product was returned and evaluation was performed. The cable was found to be irrepairable due to the connector had a lot of wear and tear. It was confirmed that the cable connector was damaged by heat. The reported issue is tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).